Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient presented to the hospital for a scheduled debridement procedure of their left hand. A grounding pad for the electrocautery was placed on the patients right leg. During the procedure, the sustained use of electrocautery equipment caused oversensing on the right ventricular defibrillation lead which resulted in 11 episodes of inappropriate high voltage therapy. The patient was to be discharged and was stable according to the healthcare provider in the postoperative recovery room. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5179972.